Manufacturer narrative:
A medtronic representative, following-up at the site, reported when checking the system post-surgery, it was identified that the emitter cable was not fully seated in the axiem. Once seated properly, the system was fully functional. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site experienced intermittent tracking. The axiem to emitter connection appeared to be loose. In trouble-shooting the emitter cable connection with the axiem was manipulated and normal tracking resumed without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.